Event description:
It was reported there was a foreign object inside the medication cassette. This occurred upon/before opening. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: corrected. H6: updated. H3: four samples were received as well as several photos were provided. The samples were visually inspected and the customer reported issue was confirmed. Particles were detected on the samples. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.